Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was acceptable. Quality controls were within range before and after the event. The field service engineer returned and replaced the heat block, sample probe, a cam lever assembly, a valve assembly, and a solenoid valve. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer calibrated the ise tests, performed ise checks, and ran precision studies; all looked fine. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a k value of 5.77 mmol/l. The customer believed the value to be high and the patient did not have a history of high k. The sample was repeated twice, resulting in values of 5.17 mmol/l and 5.23 mmol/l. The 5.23 mmol/l value was believed to be correct. The k electrode lot number was t45, with an expiration date of 05-jan-2022.